Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d220916b-1). 2. The suspected meter that was shipped to pdc on (B)(6) 2018 and returned to okb, we re-examined the setting and all functions of the return meter, and no malfunction occurred. Standby current (1.9 ua) of the suspected meter met acceptance criteria (< 55 ua). 3. Suspected strips with 2-year shelf life were manufactured on (B)(6) 2022. Because suspected strips were not returned to okb, retained strips of same batch were used to re-tested by suspected meters with any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 72/70; level high: 329/333) met the acceptance criteria (level low: 30~75; level high: 230~340). 4. As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that she sought medical attention on (B)(6) 2024 around 12:00pm at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of hi. A normal reading for that time of day is usually around 200mg/dl. Caller stated that she started feeling dizzy and light-headed about five minutes after testing. Caller stated that she then called paramedics. Food drink or medication was not consumed while waiting for paramedics. She stated that the paramedics arrived in about 10 minutes and tested her blood glucose with their meter and got a reading of 600mg/dl. Caller stated she was transported to (B)(6) located at (B)(6). Caller stated that she was given IV at the hospital to treat her high blood glucose. Caller stated that she was admitted to the hospital for a day. Caller stated that when discharged her blood glucose was 476mg/dl. She stated she was told to follow up with her primary doctor. No additional information provided.